Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), 2011, the lay-user/patient claimed that his blood glucose was elevated to around 300-495 mg/dl with symptoms described as shortness of breath and dizziness. Her doctor altered her insulin regimen by increasing his basal setting. The patient allegedly was using expired cartridges during the time of concern. Furthermore, the change in the patient's insulin regimen suggests the initial basal rate was not adequate. During troubleshooting, the animas healthcare representation noted that the insulin pump functioned accordingly with no leakage. However, the insulin cartridge used at the time of concern reportedly was expired. The patient confirmed he is using same area of abdomen which has scar tissue. There was no bleeding or leakage from site, and no leakage from cartridge. This complaint is being reported due to use error and because the patient allegedly had symptoms that can be suggestive of hyperglycemia while on insulin pump therapy.